Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral intervention treatment procedure, a stent dislodgment occurred. The target lesion was located in the left common iliac artery (cia). A non bsc guide catheter was selected for use but was unable to advance up and over the bifurcation of the common iliac artery. As a result the tip of the non bsc catheter was parked at the bifurcation. Two ultra-thin balloons were successfully advanced over the bifurcation. Next, the 8.0x30x75cm express vascular ld stent delivery system (sds) was advanced over the bifurcation to stent the left iliac artery. The sds 'got stuck' once it passed the bifurcation. At this point, the physician decided to retreat and began retrieving the device as the device was unable to further advance. During retrieval of the sds the stent dislodged and remained in the right common iliac bifurcation. A snaring device was used to capture the dislodged stent successfully. No further complications were reported and patient's status is stable.